Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose readings of 453 mg/dl despite set changes. Customer has treated with a shot. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer noticed small champagne bubbles in the tubing. No further information reported.